Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during laser assisted cataract procedures the surgeon has experienced multiple posterior capsular tears requiring vitrectomies. Additional information has been requested.

Manufacturer narrative:
The clinical applications specialist (cas) noted that although the surgeon has used the system for many years, she was unaware that she needed to press the prepositioning button. The previous cas noted that this surgeon has had frequent problems with using the system. The previous cas has conducted several refreshers with the surgeon. The cas reviewed the calculations and nothing looks out of place. There were no technical services requested or performed related to the reported event. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. A service request (sr) was opened to address an unrelated technical event. The company service representative examined the system and was unable to confirm or replicate any system nonconformity, which may have contributed to the reported event. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).